Event description:
Reportedly the sututres used for a skin closure came untied and the wound opened causing a dehiscence. The wound was re-closed without further complication. No additional info available.